Manufacturer narrative:
This report is submitted on december 07, 2023.

Manufacturer narrative:
This report is submitted january 21, 2019.

Event description:
Per the surgeon, the electrode array was incorrectly placed and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.